Event description:
Customer reported generation of false low patient result on the ion selective electrode (ise) module for sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) and erratic anion gap results on their dxc 600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to thec customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse noted multiple calibration failures. The fse inspected the ise (ion selective electrode) module flowcell assembly and found the acrylic block was cracked causing the low results. The failure mode was identified as cracked flowcell assembly. The fse replaced the flow cell assembly and carbon bridge to resolve the issue. The fse verified the system performance, and no further issue was noted. Beckman coulter internal identifier is (B)(4).